Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part number: 03.033.001 lot number: 54p5302 manufacturing site: haegendorf release to warehouse date: june 19, 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent insertion handle frn (part #: 03.033.001, lot #: 54p5302) was received at us customer quality (cq). Visual inspection of the complaint device showed few areas of scratches on the device. No other defect was observed. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Can the complaint be replicated with the returned device? Unable to perform. Document/specification review: current and manufactured revisions were reviewed. Current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the complaint device was inspected and there was no defect that could impact the functionality. However scratches were observed on few areas of the device but the scratches have no impact on the device not being able to work properly with the mating device. Reported condition could not be confirmed as the mating device was not returned. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure on (B)(6) 2021, when surgeon was about to put the 120 degree antegrade screw in a femoral recon nail, the trocars were extremely hard to advance in the aiming arm. Surgeons requested it to be replaced. The screw was able to be placed and the procedure was completed. Patient consequence is unknown. No surgical delay. No other medical intervention required. This report is for (1) radiolucent insertion handle frn. This is report 1 of 5 for complaint (B)(4).